Event description:
It was reported much less energy was delivered than programmed. The device charged to 35j but only 5.4 j were delivered with an impedance of less than 20 ohms. This same sequence occurred 4 other times until therapies were exhausted, at which time the patient remained in vf until they could be externally defibrillated. Low lead impedance was also reported. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: partial lead in segments returned and analyzed. Review of performance data from the device indicates the device charged to 35j but delivered 5.4j on the last episode recorded. Impedance values were steady. No anomalies found.